Event description:
A malfunction alarm with code malf 12 was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, which successfully resolved the malfunction, and the customer was advised to continue using the pump and to report if the issue recurred.